Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The screen was intermittently black during testing due to a defective connector. Additionally, the when the image was present, there was also noise in it due to the same defective connector. White stripes were also noted in the image during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was experiencing a connection failure, causing not image to appear during procedure preparation. According ot the initial reporter, the intended procedure was completed without any delays or patient harm using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿image sometimes does not appear¿, was reproduced and was caused by a faulty patient circuit (dp) board but the root cause of the faulty socket could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.